Manufacturer narrative:
This follow-up MDR is created to document the observation of the provided photo and the conclusion of the investigation. A photo was provided from the explant surgery where a tubing separation was observed on the pump inlet tubing between the reservoir and pump. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The device was not received for evaluation. Review of the picture confirmed a separation in the pump inlet tubing, but without the benefit of testing or microscopic examination of the device, quality cannot confirm what may have contributed to the noted separation. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis was removed and replaced due to a tubing break.